Event description:
As reported by the field, during a mechanical thrombectomy of right internal carotid artery to treat cerebral infarction, an emboguard 87, 95 cm balloon guide catheter (bg8795u, 9389569) was used according to the instructions for use (IFU). The emboguard was found to be kinked during the procedure. No negative impact to the patient was reported. A continuous flush was done. A phenom microcatheter was used. Additional event information was received on 13-feb-2025 indicating that after the 35 radiforcus guidewire was advance, jb2 was placed to brachiocephalic artery, the emboguard was advanced but stuck at calcified lesion around the origin of brachiocephalic artery. The emboguard was not able to be pulled and pushed. During attempted to pull the catheter, the physician felt several centimeters from the catheter tip got stretched (and might became flattened). When the physician tried to pull the emboguard again, it slipped out from the patient¿s body forcefully. The emboguard was found to be flattened. It was replaced with another new emboguard, and the procedure was successfully completed. This was an acute ischemic stroke (ais) case, femoral puncture site, type 3 aorta arch type. After withdrawing from the patient¿s body, it was reported as flattening, but the product showed signs of kink. Location of catheter tip: proximal brachiocephalic artery. There was no break in material integrity at the site of the defect, such as cracking or fracture. The event resulted in approximately five minutes delay with no consequence or injury to the patient. Additional event information received on 03-mar-2025 clarified that ¿jb2¿ is an intermediate catheter from medikit.

Manufacturer narrative:
Product complaint # (B)(4) information regarding patient weight, height, medical history, race, and ethnicity was not reported. Section h3 - the device is available to be returned for evaluation and testing. However, it has not been received to date. If the device returns, a device investigation will be performed. The company is seeking this information through the event investigation. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Manufacturer ref#: (B)(4). Updated sections on this medwatch: b4, g3, g6, h2, h3, h6 and h11. Complaint conclusion: as reported by the field, during a mechanical thrombectomy of right internal carotid artery to treat cerebral infarction, an emboguard 87, 95 cm balloon guide catheter (bg8795u, 9389569) was used according to the instructions for use (IFU). The emboguard was found to be kinked during the procedure. No negative impact to the patient was reported. A continuous flush was done. A phenom microcatheter was used. Additional event information was received on 13-feb-2025 indicating that after the 35 radiforcus guidewire was advance, jb2 was placed to brachiocephalic artery, the emboguard was advanced but stuck at calcified lesion around the origin of brachiocephalic artery. The emboguard was not able to be pulled and pushed. During attempted to pull the catheter, the physician felt several centimeters from the catheter tip got stretched (and might became flattened). When the physician tried to pull the emboguard again, it slipped out from the patient¿s body forcefully. The emboguard was found to be flattened. It was replaced with another new emboguard, and the procedure was successfully completed. This was an acute ischemic stroke (ais) case, femoral puncture site, type 3 aorta arch type. After withdrawing from the patient¿s body, it was reported as flattening, but the product showed signs of kink. Location of catheter tip: proximal brachiocephalic artery. There was no break in material integrity at the site of the defect, such as cracking or fracture. The event resulted in approximately five minutes delay with no consequence or injury to the patient. Additional event information received on 03-mar-2025 clarified that ¿jb2¿ is an intermediate catheter from medikit. Visual inspection of the product revealed flattening of the shaft approximately 45-60mm and 60-125mm from the distal end, and two kinking of the shaft approximately 250mm and 950mm from the distal end. No damage was observed anywhere else on the device. Visual inspection also determined that the returned emboguard was correctly manufactured, and all adhesive joints were intact and undamaged. A minimum ID check of the emboguard device confirmed that there was a restriction in the main lumen of the device at the kink (approximately 95 mm of shaft from the distal end) such that the ball gauge could not be advanced beyond this point without resistance. It was confirmed that the 0.038inch guidewire and dilator could not be advanced beyond this point without resistance. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. In a previous replication study of a similar event, the sample emboguard bgc was advanced to the right ica. Upon removal of the access catheter, the sample emboguard bgc flattened at the tortuosity of the right internal carotid artery. An attempt was made to withdraw the sample emboguard bgc, but resistance was felt upon withdrawal of the device. The bgc shaft flattened as it passed through the tortuosity of the internal carotid artery. Replication studies determined that the tortuosity and the device being withdrawn without support may have contributed to the flattening. The package inserts states, "do not insert this product distal to the internal carotid artery." Based on the details of the complaint, it was not possible to determine that the product was used in this manner. While the root cause of the complaint event could not be determined, there is no indication that this complaint was as a result of a defect or malfunction of the emboguard device. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.

Manufacturer narrative:
The product has been returned for evaluation and testing; however, the engineering evaluation has not been completed. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.